Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps. During the procedure, the physician attempted to deploy the ruby coil lp in the target vessel; however, the ruby coil lp failed to detach. Therefore, the ruby coil lp was removed. It was also reported that the detachment mechanism did not function properly. It is unknown how the procedure was completed or if there was any adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil lp could not confirm the reported complaint. Evaluation revealed that the pet lock was intact, the pull wire was within the pusher assembly ddt and the embolization coil was intact with the pusher assembly. During functional testing, the ruby coil lp was able to detach with a demonstration handle without an issue. Further evaluation of the device revealed pusher assembly kink. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.